Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient revised for dislocation, found cup loose and vertical. Doi: (B)(6) 2008 dor: (B)(6) 2011. Update: (B)(6) 2013- pfs and medical records received. Operative notes indicate that the patient suffers from a loose cup, loose screws, and metallosis. The liner and head have been added. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Devices b4kcw4000, bp2c14000, 2535401, 2457936, a34be4000 associated with this report were not returned. Previous examination of the returned product b5dhc1000 finds nothing outward to suspect product contribution. A review of the device history records for lot codes b4kcw4000, bp2c14000, 2535401, 2457936, a34be4000 and b5dhc1000 did not reveal any related manufacturing anomalies. Medical records were obtained and reviewed by a medical professional. With the limited amount of information provided, it is not possible to determine that the implants contributed to the reported events. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.